Manufacturer narrative:
Based on the claim against the product by the customer noting the 8mm force bipolar instrument had a broken jaw mechanism when under tension and was unable to slide from the trocar, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have a broken grip tip at the midpoint of the grip. No pieces were missing.

Event description:
It was reported that during a da vinci-assisted the surgical procedure, the force bipolar instrument had a broken jaw mechanism when under tension and was unable to slide from the trocar. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.